Manufacturer narrative:
Inherent risk of procedure (stent dislodgement). Unapproved use of the device (as a precaution IFU states that the distal lesion should be initially stented). Conclusions: device failure related to user handling (as a precaution IFU states that the distal lesion should be initially stented).

Event description:
A 2.5 mm diameter x 8 mm length micro driver coronary stent system was inserted into a pt for the treatment of the left anterior descending artery lesion. The pt had multiple lesions. It was reported that the vessel was pre-dilated several times. The physician was able to advance to the stent to the intended lesion site, however, the stent balloon would not inflate. It was also reported that when undeployed stent on the delivery system was being removed from the pt, the stent came off the balloon. It was also reported that during the removal of the stent delivery system there was a slight dissection in the vessel. The physician felt that the dissection was minor and elected to not treat the dissection. The case was ended at this time. No additional clinical sequelae were reported and the pt is fine. Medtronic has rec'd the returned device and the analysis has been completed. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. The balloon has a deep scratch on the balloon. The cause of the deep scratch can not be determined. The stent was returned attached to a snare device. The damage on the returned device is on the distal taper, therefore there is no possibility of this damage being masked under the balloon fold. The physician has confirmed that the device was inspected and prepped prior to use and no issues were noted that would indicate a leak. If this degree of balloon damage was present, a steady stream of bubbles would be clearly visible. We can therefore conclude that the device did not leave this facility with this balloon damage. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.